Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed kinks along the length of the pusher assembly and the pusher assembly mid-joint was retracted proximal to the introducer sheath. Based on the reported complaint this damage was likely incidental and may have occurred during packaging for the return. During functional testing, the ruby coil lp was unable to be advanced through the introducer sheath due to the kinks in the pusher assembly and the functional testing could not be continued. Due to the returned damage, the root cause of the reported complaint could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the distal abdominal vessel using ruby coil lps. During the procedure, after advancing a ruby coil lp to the distal end of the microcatheter, the physician noticed the ruby coil lp would not advance any further and exit out of the microcatheter. Therefore, it was removed. The procedure was completed using a new ruby coil lp and the same microcatheter. There was no report of an adverse effect to the patient.